Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the pulse generator exhibited a diagnostic anomaly. Several months later during a follow-up, the device continued to exhibit the diagnostic anomaly. No intervention was reported. There were no adverse consequences to the patient.